Event description:
It was the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on an unknown date wherein patients whole system was explanted to address the issue. It is unknown which lead is at fault.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000046471.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.